Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was not observed to be bent, kinked, or otherwise damaged. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. A crack was observed in the top housing. The timing and cause of this damage could not be determined. Based on the investigation of the device and download data there is no indication that this damage had any affect on the functionality of the device.